Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign objects in the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. There was physical damage noted in the area where foreign material remained. It was not possible to obtain information regarding the reprocessing steps and confirm if there was a deviation from the instructions for use (IFU). The root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states that the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.